Event description:
It was reported that the surgeon attempted to insert a +25.0 diopter aa4204vl silicone plate lens and the lens was torn while advancing in the cartridge. The lens was not implanted but there was pt contact. The reporter stated the incident was caused by the cartridge. No pt injury.

Manufacturer narrative:
The product for this complaint was not returned for evaluation, however, the lens was returned and evaluated. The lens was split in half and part of it was torn off. There was a clear surgical residue on the lens.